Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged heart palpitations, trouble breathing, headache, fatigue, lack of concentration and chest pain. Medical intervention was being taken to the hospital. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both the product problem and adverse event was checked in the previous MDR.) Section b2 was corrected to blank . (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to mal function. Section h6 health effects: impact code was updated.